Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material was present within the device; however, the type of material or root cause cannot be identified. The foreign material is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Olympus detected this issue with a returned olympus asset during device inspection and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for evaluation related to a scope elevator problem. During testing, the service repair technician identified that the forceps elevator had foreign material. The service repair technician assessed the condition and determined that the foreign material could not be identified and is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. There was no patient involvement.